Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the qc data; the qc ranges and means were not provided. The customer stated that qc was in range on the date of the event. The investigation reviewed the alarm trace; "sample short alarm noted (insufficient vol.)", "pc/cc film detected", "no sipper lld in pc/cc set 1 or 2", and "gripper couldn't pick up in pipette station" alarms were noted. The investigation determined that a general reagent problem was not present because the qc before the event was within range. Based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys troponin t g5 stat result from one patient sample tested on the cobas e411 rack. The initial result was deemed critical and was reported to the emergency room (ER). The patient sample was rerun according to the laboratory's procedure regarding critical results. The first repeat result did not match the initial result prompting another rerun on their backup analyzer. The patient's previous result of 45 mg/l was also used as a comparison. The initial result from the analyzer was 79 ng/l. The first repeat result from the analyzer was 40 ng/l. The second repeat result from the other analyzer was 40 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 72613501. The expiration date is 30-nov-2024. The field service engineer inspected the event and determined that it was caused by preanalytical sample handling, he reviewed the customer's centrifugation settings. He performed hardware, instrument, and precision checks with successful results. Calibration and qc were also performed with successful results. The investigation is ongoing.